Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/21/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received, ten unopened samples that pertained to product code jv9983. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was additional dissection required in other organs/tissues other than the target tissue? No. Was there any adverse consequence associated with the patient? No. Was the needle piece(s) retrieved during the same procedure? Yes, thanks to the use of fluoroscopy. Were x-rays taken to locate the needle piece(s)? Yes. What measures were taken to retrieve the broken piece? Deeper dissection. Was there any additional tissue damage as a result of searching for the needle piece? Yes but not significant. What tissue structure the broken needle was located? In the pectoral muscle. It was reported that "the same issue occurred once more with another unit from the same lot." Did the event occur during one or multiple patient procedures? 2 patients / 2 procedures the same day with the same lot (see complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/9/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: -was additional dissection required in other organs/tissues other than the target tissue? - was there any adverse consequence associated with the patient? - was the needle piece(s) retrieved during the same procedure? - were x-rays taken to locate the needle piece(s)? - what measures were taken to retrieve the broken piece? - was there any additional tissue damage as a result of searching for the needle piece? - what tissue structure the broken needle was located? - it was reported that "the same issue occurred once more with another unit from the same lot." Did the event occur during one or multiple patient procedures? - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle part was lost in the operating wound. A scopy was required to seek the needle. A dissection was performed to retrieve it from the operating wound. At the end, the needle part was removed successfully. The same issue occurred once more with another unit from the same lot. There were no patient consequences reported. Additional information was requested.